Event description:
It was reported that the caatheter was placed for post-op pain control following total joint replacement surgery. As the physician was removing the catheter, resistance was encountered. The pt was re-positioned to a seated position and the removal procedure continued. As the catheter was withdrawn, it separated leaving 3cm of the distal portion in situ. A decision was made to leave the separated piece of catheter in place. There were no pt complications.

Event description:
The catheter was placed for post-op pain control following total joint replacement surgery. As the physician was removing the catheter, resistance was encountered. The patient was re-positioned to a seated position and the removal procedure continued. As the catheter was withdrawn, it separated leaving 3cm of the distal portion in situ. A decision was made to leave the separated piece of catheter in place. There were no patient complications.